Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results with the alternate method is unknown. Siemens has requested that the sample be tested with a heterophilic blocking tube to determine if heterophilic antibodies are present in the sample. The interpretation of results section of the instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the IFU states: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." The instructions for use contains the following: "warning the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values. The advia centaur ca 19-9 assay is based on the 1116-ns-19-9 antibody available through agreement with fujirebio diagnostics, inc. Assays using antibodies other than 1116-ns-19-9 may give different results.

Event description:
Customer observed an elevated advia centaur xp ca 19-9 result that did not agree with the clinical picture of the patient. The doctor questioned the results because he did not see any tumor markers at tomography or imaging. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ca 19-9 result.

Manufacturer narrative:
MDR 12219913-2016-00109 was filed on june 30, 2016 regarding an elevated advia centaur xp c 19-9 result that did not agree with the clinical picture of the patient. Siemens requested that the sample be tested with a heterophilic blocking tube to determine if heterophilic antibodies are present in the sample. September 22, 2016: additional information: siemens was notified that the customer has not been able to obtain a new sample from the patient. Testing of the sample with a heterophilic blocking tube has not been performed. Without the sample, no further investigation is possible.